Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, and h10. The complaint allegation is confirmed. One unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. Visual inspection noted the device's door was damaged near the screws. The most likely cause for this failure can be attributed to mishandling/misuse due to the damage to the device. Functional testing was performed. The pump was connected to the power and turned on. It was immediately noted that the ar-6485 was displaying a "door open" error message. The returned device was assembled with an ar-6410 lot# 71915423 main pump tubing and the "door open" error message persisted. The door of the device was opened and reclosed and the device was powered off and back on and the "door open" error message persisted and the pump would not run. Due to the "door open" error message, the pressure sensor was unable to be tested with the pressure calibrator. The most likely cause for the door sensor failure can be attributed to wear and tear due to the door sensor losing calibration.

Event description:
It was reported that the lid of the device is defective. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.